Event description:
While performing service on a blood gas analyzer, a service tech found out that calibration errors reported in the calibration log were not displayed on the analyzer's main screen menu.